Event description:
Pt was found next to bed on floor and experienced a fracture. The pt was on their right side with their head at 35 degrees prior to being found on the floor. The bed rail was found to be even with the sport mattress when at a 35 degree angle.